Event description:
Revision surgery - due to the patient having limited range of motion of the shoulder joint.

Manufacturer narrative:
The reason for this revision surgery was identified as instability/limited range of motion after 1 year of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause for the instability/limited range of motion was not reported. There is no information reported that showed a material, design, or manufacturing problem with the product.